Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The pacing impedance and capture threshold have trended up since the end of (B)(6) 2022. It has increased from around 500 ohms in (B)(6) 2022 to 1983 reported on (B)(6) 2023. Lead capped on (B)(6) 2024 impedance out of range (>3,000 ohms). Intermittent capture at max threshold voltage. No adverse patient events reported.